Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device brand name: 1/2 ml bd lo-dose¿ u-100 insulin syringe with 28 g x 1/2 in. Bd micro-fine¿ IV permanently attached needle, regular bevel, regular wall UDI#: (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: photos have been received and a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the orange cap of the suspect device appears to have melted into the packaging and the needle was left exposed. The research technician received a needle stick injury when attempting to grab the device from the box.

Manufacturer narrative:
Additional information: medical device lot #: 5208915, medical device expiration date: n/a, device manufacture date: 7/27/2015. Device evaluation: results: two unused samples in sealed blister packs were returned for evaluation. A visual inspection of both units revealed that they both exhibited what appeared to be a melted or severely damaged shield. One syringe also exhibited the needle exposed through the shield. A review of the device history record revealed no defects during the production of the reported lot # 5208915. However, there was one quality notification ((B)(4)) for an incident unrelated to this complaint. Conclusion: it was determined that during production of lot # 5208915, the heat plate on the blister pack machines was left down for an extended period of time causing the heat plate to melt the shield causing the needle through shield. The manufacturing site indicates that no further actions are required at this time, but will continue to monitor and investigate further issues as they may arise.